Manufacturer narrative:
The insulin pump was received with act and escape buttons did not respond due to unlock on j2/lcd keypad connector. Time advanced properly. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. No battery out limit alarm noted.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Customer's blood glucose level was 290 mg/dl. The buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.